Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had multiple orange indicators when running the impedance test. The manufacturer's representative (rep) was in a case to implant new leads and an ins. The rep stated they had some low impedances and stated that they tried to resolve the issue; they wiped and reinserted the leads several times and switched the ports of the leads and continued to get the short. The following information was provided: ref 11 6 180 ref 12 all pairs are in the 500 ohms ref: 6 11 180 ohms all other electrodes 500-720 ohms the rep stated that based on the fluoro the leads were very close together. Technical services reviewed that a short between 6 and 11 wouldn't be possible just from a single damaged lead and it was possible that the electrodes were touching in the epidural space. The surgeon was closing as the rep was reviewing impedance values. The rep will follow-up with the patient in the post op and will program without using the low impedance pairs if necessary. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2019, product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no cause of the low impedances was determined. The rep reported that removal and cleaning of the lead connectors at implant were the only steps taken to resolve the issue and these steps were unsuccessful in surgery. The rep reported that the impedances were all green and normal 1-day post-operative. No further complications were reported.